Event description:
It was reported that the initial procedure on (B)(6) 2019 was to treat a thoracic aortic aneurysm and an aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. On an unknown date, reported as towards the end of (B)(6) 2020, a dissection was noted, and a reintervention was planned. Reportedly the physician stated that the dissection was not suspected to be related to the initial procedure. It was unclear where the dissection originated in relation to the implanted device. The physician reportedly commented that it was unfortunate that the team did not advance the device further towards the patient's left subclavian artery during the initial procedure, and that perhaps the event may have been prevented if the team was more aggressive during the initial procedure. The reintervention, performed (B)(6) 2020, to treat the dissection used an additional gore® tag® conformable thoracic stent graft with active control system to extend the original device. The patient tolerated the procedure and reportedly had a favorable outcome.

Manufacturer narrative:
B.3. Date of event corrected. B.3. As the date of dissection identification is reportedly unknown, but was reportedly estimated as towards the end of (B)(6) 2020, the date of event is being estimated as (B)(6) 2020. B.5. Event description updated/corrected. D.1. Brand name corrected. G.4. Date received by manufacturer corrected h.6. Conclusions code 1 updated h.6. Conclusions code 1: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection and reintervention.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment using a conformable gore® tag® thoracic endoprosthesis. A reintervention was performed on (B)(6) 2020 to treat a dissection of the thoracoabdominal aorta. An additional conformable gore® tag® thoracic endoprosthesis was implanted.